Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported include dehydration, vomiting, sore muscles, shaking and not being able to walk. The patient applied a new pod and had administered 5 units of insulin followed by 7 units of insulin. Once at the hospital the patient was treated with antibiotics and a medication to stop the patient from shaking. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.